Manufacturer narrative:
As reporter, after opening the inner packaging of soft mesh pre-shaped, the operating room nurses discovered tiny, unidentified filament-like particles inside. A visual examination could not find filament-like particles on the mesh or within the packaging. Sample evaluation is inconclusive due to the fact that none of the filament-like particles were returned as they were reported by the nurses to have fallen to the floor. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of 207 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure using soft mesh pre-shaped after opening the inner packaging, the operating room nurses observed tiny, unidentified filament-like particles fell to the floor. Due to the reflective floor surface and the urgent nature of the surgery, the particles could not be retrieved. The packaging had been confirmed as intact and properly sealed prior to opening. Another patch was used to complete the procedure.